Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received a vibratory alert. High, out of range hv lead impedance was observed. The patient will continue with regular follow up, and advised to return to clinic early if their ICD vibrates again.